Manufacturer narrative:
On january 5, 2022, the mentor failure analysis lab received the device for evaluation. Paperwork received indicated patient's initials. Field a1 has been correctly updated on this form. On january 18, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the siltex hpg, 250cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 7, 2021, mentor became aware of the following: 1. The date of implant was (B)(6) 2019; field d6a has been updated on this form. 2. The date of explant was (B)(6) 2021; field d6b has been updated on this form. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 7, 2021, photo evaluation was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the siltex hpg, 250cc breast implant was observed with no apparent damage or visual anomalies. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation with a 250cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade iii. As a result, the devices were explanted on an unknown date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right capsular contracture; baker grade iii. Manufacturer¿s reference number: (B)(4).